Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the ccd module with drive pcb fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the shield cover fluid damage, the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the control body corroded, the connecting receptacle corroded, the mechanical base plate corroded, the lg prong corroded, the lg prong top corroded, the lg connector corroded, the remote control buttons cut, the operation channel (primary) dirty, the aft suction tube dirty, the suction channel dirty, the lg prong top dirty, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.